Event description:
Ous MDR - after an implantation period of 28 months, oversensing with one inappropriate shock was reported. Apart from the shock, no further adverse patient side effects have been reported.

Manufacturer narrative:
(B)(6) 2014 - we were informed the patient was born in (B)(6). Upon receipt, the lead was found dissected. Only the proximal part of the lead was received for analysis. It is reasonable to assume that the lead was dissected in the course of the surgery. Due to the damages the mechanical and electrical inspection of the lead was not properly feasible. In addition, the quality documents associated with the manufacture of this particular device were re-investigated. There was no sign of any inconsistency during production and final acceptance test. The analysis did not reveal any sign of a material or manufacturing problem.